Event description:
The clinician reports, the implant was inserted (B)(6) 2017 in ada 20. Details of surgery: immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event, the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.